Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the ncb-df targeting device for right plates was broken during a surgery. Therefore, the surgery was performed as an open approach, instead of a minimal invasive approach and the surgery was delayed (time of surgey delay was not reported).

Event description:
It was noticed that the instrument fractured during the surgery.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number. All the information captured as per including g4 (date received by manufacturer) except b4. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only review of event: it is reported that insertion handle right for ncb df got broken during the surgery. Visual examination: the retainer jaw is broken off. Review of internal documents: inspection plan: both fixation holes and the connection area for the implant were checked for functionality and 3d measured with a 100% scope of testing. Failure would have been found. Surgical techniques: it is important to attach the plate with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. If these instructions as in the surgical technique mentioned will be followed, there is no chance of the device to break, because the applied force will be transferred only via the connection bolts, but not via the connection to the plate. Possible route causes : possible causes for the reported event according to dfmea: a. Line 5: fracture of instrument due to aging of material due to cleaning and sterilization. B. Line 11: fracture of instrument due to general corrosion (crevice, pitting, galvanic). C. Line 12: fracture of instrument due to corrosion due to raw material combinations. D. Line 19: device breaks or deforms during surgery, particles remain in wound or affect usability due to impaction /torque force on instrument during operation. E. Line 22: damaged instruments, implants, body or wrong operational step due surgeon or or staff unfamiliar with implantation technique. F. Line 24: instrument breaks or deforms damage of instrument through incorrect use (e.g. Breakage, etc.). G. Line 27: instrument breaks or deforms due to off-label use. 2. Comparison to investigation results whether it is possible and justification: a. Not possible: according to the and manual for orthopedic surgical instruments b. Not possible: no signs of corrosion visible during investigation. C. Not possible: no signs of corrosion visible during investigation. D. Possible: it can be that the user applied to high load during operation. E. Possible: it can be that the user was unfamiliar with the system. F. Possible: it is possible that the user did not follow the steps described in the surgical technique. G. Possible: it is possible that the user did not follow the steps described in the surgical technique. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, it is important to attach the plate with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. If these instructions as in the surgical technique mentioned will be followed, there is no chance of the device to break, because the applied force will be transferred only via the connection bolts, but not via the connection to the plate. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).